Manufacturer narrative:
(B)(4) - device evaluation: the pump has been returned and evaluated by product analysis on (B)(4) 2013 with the following findings: the keypad was torn along the arrow buttons, exposing the button contacts. During testing, the up, down, and contrast buttons were intermittently unresponsive and required multiple presses to engage; the ok button responded appropriately. During investigation, evidence of contamination was found under all key contacts.

Event description:
The reporter contacted animas on (B)(6) 2013 reporting that the up and down arrow buttons required multiple presses to elicit a response. The patient confirmed that the keypad had some rips and cracks in the keypad and cracks between the arrow buttons. Customer support was unable to determine if damage to the keypad occurred first. The patient reportedly wore the pump attached to a belt and cleans the pump with a dry cloth. There is no reported adverse event with this complaint. This report is made based on the allegation of the keypad response issue.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.